Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the cause of the maximum settings reached error message and contact 3 having an alert ("!") By it, the cause of the stimulation level being too strong for the patient at 1.8 ma and the cause of the stimulation level being too strong for the patient at 1.8 ma were not not known. The rep indicated the actions and interventions that were taken to resolve the maximum settings reached error message and contact 3 having an alert (¿!¿) by it was that the program was changed. When asked for the device status, the representative reported that the lead remains and that the battery was placed for this patient. There were no further complications reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1qugk, product type: lead. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3889, lot#: unknown, product type: lead. Other relevant device(s) are: product ID: 3889, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer representative (rep) regarding an advanced evaluation trial patient with an external neurostimulator (ens) for non-obstructive urinary retention and urge incontinence. It was reported by an advanced evaluation patient they were seeing an error on their device. It was noted at the time the patient was on program 1 at a 1.8 maximum setting level. The patient decreased it a little bit because it was uncomfortable and when they went to turn it up again it stated max level at the lower amplitude. The patient then tested the device, turned the amplitude down 2 points and then tried to increase again but only to get the error of max threshold. Support link had the patient switch the program to program 3, where the patient¿s stimulation was at 1.7 and comfortable. It was noted the switch was due to a 50% or less improvement. Additional information was received on (B)(6) 2018, from a rep. Trouble shooting was needed related to a change in the patient¿s therapy. It was re-iterated that on (B)(6) 2018, the patient reported seeing an error message after lowering their settings from 1.8ma as the level was too strong for them. The message seen on the handset was ¿error of max threshold,¿ and then the patient could not get above 0.1ma. The rep reported the patient only had the ability to increase stimulation on program 3 and program 7 and that program 2 and other programs would not go above 0.1-0.2 ma. It was reviewed with the rep that the message was likely related to out of range (oor). The rep indicated that contacts 0, 1, 2 were fine however, contact 3 had an alert (¿!¿) by it. Upon obtaining this information, technical services again reviewed that contact 3 was the likely suspect in this issue and that contact 3 had either a short or open circuit and the system could not deliver stimulation at the programmed level in those scenarios. It was reviewed to check impedances should the rep meet up with the patient prior to the end of the trial and it was reviewed that possible causes for short or open circuit such as damage to lead or percutaneous extension. Troubleshooting could not be done due to lack of access to the product. It was noted the patient was scheduled to have the permanent one implanted next monday. It was reviewed they should check the lead prior to moving forward with the ins implant. It was reported they couldn¿t get therapy on program 2 and a couple other programs and that the location of the symptoms was the lead. There were no further complications reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1qugk, implanted: (B)(6) 2018, product type: lead. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.